Event description:
It was reported that the wake button was sticking and required multiple presses to activate screen display. There was no reported impact to customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.